Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred during the therapy initiated on (B)(6) 2013 at 22:19:53. During night drain cycle five, the patient's ultrafiltration reading was 11726ml, indicating the home patient (hp) drained 11726ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The cause was determined to be unexpected high ultrafiltration for therapy compared to other therapies. Should additional relevant information become available a supplemental report will be submitted.